Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of device). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/migration of essure device: location"), pelvic inflammatory disease ("pelvic inflammatory disease/infection (other) describe: pelvic inflammatory disease/infection: pelvic inflammatory disease") and pelvic pain ("pelvic pain / pain/pain/pelvic pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity- african american. Concomitant products included nsaid's. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) -2015-laparoscopic bilateral salpingectomy with removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, cystitis, urinary tract infection, vaginal infection, depression, anxiety and nausea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New event nausea was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pelvic inflammatory disease ("pelvic inflammatory disease/infection (other) describe: pelvic inflammatory disease") and pelvic pain ("pelvic pain / pain/pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity- african american. Concomitant products included nsaid's. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) 2015-laparoscopic bilateral salpingectomy with removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: psychological or psychiatric problems condition: depression and mental anguish were added, concomitant medication was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of device/migration of essure device: location'), pelvic inflammatory disease ('pelvic inflammatory disease/infection (other) describe: pelvic inflammatory disease/infection: pelvic inflammatory disease') and pelvic pain ('pelvic pain / pain/pain/pelvic pain'). In a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity; african american. Concomitant products included: nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems, condition: depression and mental anguish/psychological or psychiatric problems, condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems, condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015-laparoscopic bilateral salpingectomy with removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, depression, anxiety and nausea outcome was unknown. And the pelvic pain, cystitis, urinary tract infection, vaginal infection and genital haemorrhage had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, genital haemorrhage, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy, due to complications from the essure device. Patient received treatment for pain, migration, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain / pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity- african american. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) 2015-laparoscopic bilateral salpingectomy with removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, device dislocation, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet was received events added from pfs- bladder infection, urinary tract infection, vaginal infection, and pain was clubed to previous events. Pelvic inflammatory disease was reported in the medical record. Reporter information, concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device/migration of essure device: location'), pelvic inflammatory disease ('pelvic inflammatory disease/infection (other) describe: pelvic inflammatory disease/infection: pelvic inflammatory disease') and pelvic pain ('pelvic pain / pain/pain/pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity- african american. Concomitant products included nsaids. On 1-jan-2009, the patient had essure inserted. In january 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On 21-apr-2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On 28-apr-2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on14-may-2015-laparoscopic bilateral salpingectomy with removal of device). Essure was removed on 14-may-2015. At the time of the report, the device dislocation, pelvic inflammatory disease, depression, anxiety and nausea outcome was unknown and the pelvic pain, cystitis, urinary tract infection, vaginal infection and genital haemorrhage had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, genital haemorrhage, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy due to complications from the essure device. Patient received treatment for pain, migration, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 02-jul-2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome and rcc note were added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of device/migration of essure device: location'), pelvic inflammatory disease ('pelvic inflammatory disease/infection (other) describe: pelvic inflammatory disease/infection: pelvic inflammatory disease') and pelvic pain ('pelvic pain / pain/pain/pelvic pain'). In a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity, unspecified, gonorrhea, chlamydial infection, asthma, unspecified, seizure, cholecystectomy, tubal ligation, gastric bypass, urinary tract infection, burning sensation, low back pain, fever, chills, nausea, temperature elevation, headache, nasal congestion, cough, anemia, cosmetic body piercing, asthma, seizures and pelvic pain female. Ethnicity: african american. Concomitant products included: nsaids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015, laparoscopic bilateral salpingectomy with removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, depression, anxiety and nausea outcome was unknown. And the pelvic pain, cystitis, urinary tract infection, vaginal infection and genital haemorrhage had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, genital haemorrhage, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she underwent a laparoscopic bilateral salpingectomy, due to complications from the essure device. Patient received treatment for pain, migration, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: patient demographic was updated, medical history was added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.